Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 200 mg/dl. The customer stated that he was nauseous and vomiting prior to his admission. Troubleshooting was performed. All the programming was accurate. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.